Event description:
The end user states articles of clothing gets caught on the joystick which causes the chair to take off and dump her out. The chair will continue to go and has run over her legs, knocked her out and broke her left eye socket as well as 3 broken toes. She had to have surgery on her right leg and had a rod, hinges and pins to repair. She also states her lower bones are now incased in a titanium sleeve so it can heal and they took out her knee until the leg is healed. The left leg was broken below the knee and has a plate put in to repair it. The right leg is now nwb. She would like to offer a suggestion for a weight sensor to be put on the chair. She states that when she was dumped, if there was a sensor, the chair could go into free wheel mode so it can be manually pushed. Serial number is not available.